Event description:
It was reported that blood came up in the shaft upon deflation. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. During the procedure, the balloon was inflated up to 8 atm. Consequently, upon second inflation at 10 atm, it was noted that blood came up in the shaft upon deflation. When it was checked outside the patient, it was not confirmed that it clearly ruptured after deflation, but the usage was stopped. The procedure was completed with another of the same device. No patient complications were reported.